Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she began receiving an error message saying to use a new strip around (B)(6) 2016, and she reported that it has appeared intermittently for several months. The patient manages her diabetes with insulin and oral medication. It is unclear if she made any changes to her usual diabetes management routine following the start of the alleged issue. She reported that on the afternoon of (B)(6) 2017, she ¿awoke feeling extremely dizzy and extremely weak¿. She reported that between 2am and 3am on (B)(6) 2017, she ate some ¿jell-o¿ to counteract her symptoms but did not seek out any additional medical treatment. At the time of troubleshooting, the cca walked the patient through a retest and the issue remained unresolved ¿ the patient obtained an error1 message. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.